Event description:
The inspiratory and expiratory limb was repeatedly becoming disconnected from the wye piece of the vent circuit while in use. There were no cracks present. The wye was changed and no further disconnects occurred. There was no patient harm and the circuit was changed. The lot number is not known. No additional information is available.

Manufacturer narrative:
(B)(4): the sample is available for evaluation. Upon completion of the carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4): a lot number was not provided; therefore, a device history record review could not be performed. A complaint sample was not returned for evaluation. Therefore, the reported condition could not be confirmed. However, an investigation is ongoing to determine the cause of the reported condition. For products determined to be manufactured from k resin, a material change has been already implemented and the product is currently manufactured from polycarbonate material in efforts to decrease the likelihood of cracking. For the product manufactured from polycarbonate material, a project has been opened and the investigation is ongoing to identify and address the probable root cause and to develop an applicable action plan. The preliminary plan proposes optimization of the molding parameters and implementation of a stress test of all incoming raw material.